Manufacturer narrative:
It was reported the patient underwent skin revision surgery to have granulation tissue removed at abutment site. This report is submitted on july 10, 2019.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced pain and skin overgrowth at abutment site; subsequently the device was explanted (date not reported).